Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the hydros tower touchscreen displayed "no signal" and "power saving mode" prompts and could not be turned on. Troubleshooting attempts were unsuccessful and the issue could not be resolved. The procedure was ultimately aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The hydros rpc was returned for investigation. A review of the treatment log files was unable to confirm the reported failure. During investigation, it was found that the reported failure was related to a corrupted bios, which prevented the system to turn on. Re-flashing the bios on the chip resolved the issue. The root cause was unable to be determined. A review of the device history record (DHR) for hy1000-us/serial number (B)(6) and sa0246/lot 24c05733 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual, um0401-00-01 rev. C, us, english was reviewed. 4-2.2 warnings: setup. Assess the condition of all components prior to the aquablation procedure. If any component seems damaged or faulty, do not use the device. Replace the suspect device and contact procept. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.